Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced low blood glucose. Blood glucose at the time of event was 17 mg/dl. Blood glucose was 47 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was hospitalized due to kidney failure. Date of hospitalization was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The product code information provided with initial report was incorrect. The correct information has been provided in this report.